Event description:
It was reported that patient presented in clinic for a follow-up. Their pacemaker was in backup vvi mode due to event queue overflow related reset. Programming changes were made to restore normal parameters. There were no patient consequences.